Event description:
The patient reported her blood glucose measured 30 mmo/l (540 mg/dl) the morning of (B) (6) 2010. She bolused 10 units of insulin through the infusion device and she injected 6 units of insulin via pen. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.